Event description:
Update: this is a clinical patient, patient was revised for pain and stiffness.

Event description:
Additional information: litigation papers allege, the patient experienced the release of metal and/or metal ions into the her body tissues and blood as well as pain, limitation of movement, and the need for subsequent hip revision surgeries.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral patient. Patient was revised. Reason for revision is unknown at this time.